Manufacturer narrative:
Added information b5: the physician¿s reported suspected cause of the endoleak is unknown. The physician¿s reported suspected cause of the dissection is unknown. No blood loss was reported in relation to the dissection.

Event description:
On (B)(6) 2019, a patient underwent a treatment of abdominal aortic aneurysm and right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis. A plug embolization of right internal iliac artery was performed as planned using amplzter vascular plug. After the devices were deployed, a touch-up ballooning was performed using equalizer occlusion balloon catheter. The final angiography revealed a type I endoleak at the proximal trunk-ipsilateral leg component and a localized dissection at the distal edge of the contralateral leg component in the right external iliac artery. No blood loss was reported. The physician¿s reported suspected causes of the dissection and endoleak are unknown. An aortic extender component was deployed and the type I endoleak was resolved, and a bare metal stent was placed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU) states, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma and endoleak.

Event description:
On (B)(6) 2019, a patient underwent a treatment of abdominal aortic aneurysm and right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis. A plug embolization of right internal iliac artery was performed as planned using amplatzer vascular plug. After the devices were deployed, a touch-up ballooning was performed using equalizer occlusion balloon catheter. The final angiography revealed a type I endoleak at the proximal trunk-ipsilateral leg component and a localized dissection at the distal edge of the contralateral leg component in the right external iliac artery. An aortic extender component was deployed and the type I endoleak was resolved, and a bare metal stent was placed to treat the dissection. The patient tolerated the procedure.